Manufacturer narrative:
The fse performed an initial inspection, checking the ac cable, measuring the input connector fuses, and testing the battery fuses, finding no damage. An internal review of the electronics revealed a burned-out power supply board. The batteries were also found to be discharged, which is why the table is not moving at all. A replacement part is requested as soon as possible to prevent further battery discharge. The complaint information along with the arpc of hot/smoke/charred was assessed for reportability based on FDA requirements and in conjunction with the baxter device vigilance assessment document, and determined to be not reportable. The constituent material (ul94 flammability rating) of the hardware, including that of self-enclosed parts, is self-extinguishing and serves as a mitigation measure for potential thermal incidents. The material may produce a puff of smoke internal to the device or burnt odor before it self-extinguishes. Since the material self-extinguishes, it is unlikely that the user would be exposed to a hot surface. Additionally, this issue is not likely to result in smoke inhalation due to only emitting a puff of smoke internal to the unit. A potential thermal event involving the device is unlikely to cause or contribute to serious injury or death if it were to recur.

Event description:
Baxter received a report from a baxter technician to report the pst 300s power supply board burned out. The bed was located at the account. This occurred during biomed testing. There was no patient injury or death reported with this event. The reporter did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician to report the pst 300s power supply board burned out. The bed was located at the account. This occurred during biomed testing. There was no patient injury or death reported with this event. The reporter did not know if this event was already communicated to another baxter department or authority.